Event description:
It was reported that: catheter was fixed with suture using mononylon on the 09oct. On the 25oct it was noticed that one of the pathways had moderate resistance. Adjustment was made, but one of the routes was still partially blocked. The catheter was removed., there was no reported patient harm.

Manufacturer narrative:
(B)(4). The customer report of a blocked catheter could not be confirmed by visual inspection of the customer supplied photo. Additionally, full complaint verification testing could not be performed as no sample was returned for analysis. The instructions for use (IFU) provided with this kit warns the user, "ensure catheter patency prior to use. Do not use syringes smaller than 10 ml (a fluid filled 1 ml syringe can exceed 300 psi) to reduce risk of intraluminal leakage or catheter rupture." A device history record review performed was not able to determine the relevance of finding without the device sample to evaluate. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). In section d provided the full UDI # **UDI related data quality updates only.

Event description:
It was reported that: catheter was fixed with suture using mononylon on the 09oct.on the 25oct it was noticed that one of the pathways had moderate resistance.adjustment was made, but one of the routes was still partially blocked. The catheter was removed., there was no reported patient harm.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: catheter was fixed with suture using mononylon on the 09oct. On the 25oct it was noticed that one of the pathways had moderate resistance. Adjustment was made, but one of the routes was still partially blocked. The catheter was removed., there was no reported patient harm.